Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 296mg/dl and a correction bolus via the pump was delivered to address the bg level; current bg level was 125mg/dl. Reportedly, the customer had been using their current supplies for 4 days and was aware that this is off label. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Reportedly, a supply change was performed to address the occlusion alarm.